Event description:
This spontaneous case report was received from a consumer via the regulatory authority in the united states (case number mw5025027) on 07-may-2012 with additional information received from a nurse on 22-may-2013. The report refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted. Consumer reported she had the procedure in 2011 and had nothing but problems for four months. The symptoms were dizziness, weight gain, pain, burning in abdomen, tingling sensations all over her body, extreme headaches, nausea, fatigue elevated blood pressure, cramping and had a partial hysterectomy to have the devices removed on (B)(6) 2012. She spent thousands of dollars on tests and now had surgery. She stated this product needs to be re-evaluated for long term effects, too many women are having trouble. On may-22-2012, a nurse reported for treating doctor that a bilateral salpingectomy was performed on (B)(6) 2012 and there were no significant pathological changes in the fallopian tubes, they were found to be grossly unremarkable. They were removed due to patient request. No responses from doctor were obtained despite further requests, there was no confirmation of medical necessity or current status of patient. Patient had requested the removal. Addendum: this case was converted from the conceptus database into argus on 25-sep-2013. The medical content of the case was not changed follow-up information received on 23-oct-2015. This follow-up has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting which took place in september 2015 (FDA-2014-n-0736-1805). Essure was implanted in (B)(6) 2011; procedure itself was very painful. Within 2 weeks her symptoms started to develop. They began with abnormal bleeding, cramping and bloating. She went to the ER (emergency room) and none of the ER doctors could help regarding essure. They did a series of tests and everything was normal and she was sent home. As the weeks went by, she started to develop even more symptoms. She felt very dizzy, tired and at one point she felt like she was going to faint. She also gained weight, had hair loss and felt a tingling sensation in her face. She went again to the ER and had more tests (blood tests, CT scan, ultrasound) taken and everything was normal again. Several months had gone by and her symptoms kept getting worse. She went to the ER for a 3rd time and she started to develop high blood pressure and after blood tests again the doctor said it looked like she was developing fibromyalgia. She was perfectly healthy prior to essure and all these strange symptoms began after implantation, she decided to get an allergy test (she had never been allergic to nickel in the past). After 4 months, she felt like her body was being poisoned. She removed essure using the da vinci robot via salpingectomy. The very next day, her symptoms were gone. Product technical complaint investigation received on 15-nov-2015: the bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore a relationship between the reported medical events and a quality defect is excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and within 2 weeks started having abnormal bleeding (interpreted as genital bleeding). She underwent a salpingectomy and essure removal approximately 5 months after insertion. This event is serious due to medical significance and listed in the reference safety information for essure. After essure insertion, abnormal genital bleeding and menses pattern changes may occur. Given the positive temporal relationship, the nature of the reported event, and since the event resolved after essure removal, causality with the suspect insert cannot be excluded. Non-serious events were also reported. This case was initially regarded as non-incident, however upon receipt of further information describing new events, and the outcome after essure removal, the case was upgraded to incident. Based on the available information, no product quality defect was confirmed, therefore a relationship between the reported medical events and a quality defect was excluded. No active follow-up will be pursued, as this follow-up was identified during health authority website monitoring.